Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-00651 and 2134265-2013-00544. It was reported that during an intra-vascular ultra sound (ivus) procedure, pullback difficulties occurred. After the atlantis sr pro imaging device was advanced across the lesion and an attempt was made to obtain pullback images, the same frame kept imaging over and over on the ilab system, and the pullback did not occur. The mdu was replaced with another mdu available in the cath lab, and pullback was performed without incident. The same imaging catheter sled and the imaging catheter were used to complete the procedure. No patient complications were reported and the patient's status is fine.